Event description:
A caller reported a temperature alarm, and it was unclear if there was any adverse impact on the customer's blood glucose levels, as the caller declined to answer. The pump was not exposed to extreme temperatures nor was it charging at the time of the alarm, and the customer could not clear the alarm to resume insulin delivery. Technical support decided to replace the pump, which was still under warranty. The customer will use multiple daily injections as a backup therapy and was instructed to put the pump into storage mode and return it using a prepaid label within ten days.